Event description:
It was reported that prior to use the battery of the cs300 intra-aortic balloon pump (iabp) does not hold charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp and replaced the batteries as they had reached the expected replacement date. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp and replaced the battery. The fse performed all functional and safety tests which passed to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed troubleshooting. Then, in order to fix the issue, the fse replaced the batteries (0146-00-0039). The fse the regular functional tests. After the repair, the device was made functional.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) does not hold charge. It is unknown under which circumstances this event occurred or if a patient was involved; however no adverse event was reported.